Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error code e315 during a pre-use inspection of an olympus gastrointestinal videoscope. No patients were involved.